Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during surgery, the suture passer needle fractured during the case. Images of the radiograph provided show that the needle is retained within the patient. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Corrected: previous statement said no medical records provided, however; medical records were provided and review is below: medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: timeline was created and noted additional reported event. Found xray image and assessed 1 image for mmi submission, but not submitted as the operative records describe the reported event and document retained foreign body.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. It is noted that an xray image was provided of the fractured needle, however, further additional pictures of the device were not sent for evaluation. Medical records were not provided. Device history records were reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.